Event description:
During surgery, the instrument got some frayed edges which got stuck in the finishing block. A saw was used to finish the anterior cut and ended up shattering the femur. This event caused a 20 minute delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.